Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 curved-tip stapler involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was compared to an in-house golden instrument and no issue found. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sureform 45 curved-tip instrument's jaws failed to open. The customer used a backup stapler sureform 45 curved-tip instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the stapler sureform 45 curved tip was not grasping tissue. The user was attempting to open and close the jaws of the stapler sureform curved tip without grasping the tissue, but the jaws were not opening properly. The nurse used the grip release slider, and the jaws were still not opening. There was no bleeding.